Event description:
It was reported that the video system center produced scope communication error code b30. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found scope communication error b30 occurred and no image was displayed. Based on the results of the investigation, it is likely that the faulty printed circuit board led to the malfunction; however, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.